Manufacturer narrative:
(B)(4). Not implanted, therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a small blue fibre thread was found stuck to the optic of an intraocular lens (iol) prior to implantation. The thread was removed from the iol and a small mark on the optic was noticed; therefore the surgeon decided to implant another lens. No patient contact reported and no further information provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic (ovd) and debris/loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. No scratches were observed on the lens. A small, blue fiber was observed on the lens surface and it was analysed by fourier transform infrared (ftir) spectroscopy. The fiber was identified as cotton (or lint) which is not part of the manufacturing process or manufacturing components. The customer's reported issue of mark on lens (lens scratched) was not verified in the returned lens. However, the customer's report of debris / particles was confirmed on the complaint unit. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. The search revealed that no other complaints were received for this production order number. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.